Event description:
The customer called to report that they have to press the buttons for a while before the pump responds. During the call the customer informed that they were hospitalized for high bgs. It was indicated that the time on the pump was off. The customer stated that the nurse trained could not get pass the second basal rate and cannot get the pump to respond.